Event description:
Investigation results are now available.

Manufacturer narrative:
Investigation results were made available. DHR-review: ref#: 01.00019.110 lot#: 13.808984. Yield: 54. Delivered: 54. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no similar investigated events (fracture) for the same lot number: 13.808984 have been found. Event description: it was reported that during surgery on (B)(6) 2019 a pin of the alpha impactor broke off during impaction and is stuck inside the inlay within the patient. Review of received data: one undated x-ray has been received. The x-ray shows the broken off pin inside the alpha inlay. At the time of imaging, the pin is not in direct contact with any tissue, as it is stuck inside the borehole of the alpha inlay. Devices analysis: visual examination: the alpha impactor has been received for investigation. The broken off pin remained inside the patient. The corner next to the broken off pin is flattened. Also the edges close to the broken off pin are showing indentations and flattened parts. Further, some indentations can be seen along the outer rim. Otherwise, normal signs of usage can be seen. Based on this visual examination the reported event can be confirmed. Review of product documentation: this device is intended for treatment. The compatibility check could not be performed as only one product has been reported. Biocompatibility specification: the biocompatibility of the alpha impactor has been reviewed. In accordance with iso 10993-1 the alpha impactor is categorized as external communicating device with tissue/bone contact for less than 24 hours. Product drawing: according to the product drawing, the pins are made of austenitic stainless steel 1.4301. Conclusion summary: during surgery on (B)(6) 2019 one of the three pins of the alpha impactor broke off and remained within the alpha inlay inside the patient. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. The received x-ray shows the broken off pin inside the alpha inlay, which was implanted in the patient. At the time point of imaging the pin is not in direct contact with any body tissue, as it is stuck inside the borehole of the alpha inlay. Nevertheless, the borehole is open and therefore a small surface area of the pin is exposed to body fluids. Further, it is possible that the pin may move at any time. The biocompatibility of the alpha impactor has been reviewed. In accordance with iso 10993-1 the alpha impactor is categorized as external communicating device with tissue/bone contact for less than 24 hours. The visual examination confirmed the broken off pin. The corner next to the broken off pin is flattened and the edges show indentations indicating that this part of the impactor had been hit multiple times before the pin broke off. Therefore, it is possible that the pin had previously been damaged, reducing the mechanical performance of the pin and therefore increasing the risk of a fracture. Nevertheless, an exact root cause could not be identified. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer received x-rays and other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Attempts to obtain additional information have been made; however, no more is available. Notes: the implantation and explantation dates are left empty as the device involved in this complaint is an instrument. Hence, no expiration date is captured, for the same reason. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that during surgery a pin of the alpha top broke off during impact and is stuck in the inlay within the patient. This was noticed post surgery.